Event description:
Reporter stated that the surgeon had lens loaded into the indigo-p injector and the lens got stuck and a haptic broke off. No patient contact. Patients preoperative manifest refraction was +1.50 -0.75 x 70 best corrected visual acuity 20/50+3.